Event description:
Rv lead integrity warning on (B)(6) 2021 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. Noise/over sensing noted on all recorded episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).